Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010. A drain was placed. The reservoir would not inflate before it was used on the pt. Another like device was used with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 50094isp, mfg date: 09/28/2009, exp date: 09/30/2014; batch 50353isp, mfg date: 10/22/2009, exp date: 10/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. This is one of six medwatches being submitted as six devices were involved in this event. See also medwatch 2210968-2010-00506, 00507, 00508, 00510, and 00512. The same pt is represented in each medwatch.